Event description:
The patient's husband who reported last friday (B)(6) 2019 after applying the v-go on the patient's abdomen about 7am the start button popped up at 4:30pm. The patient's blood sugar was 481.